Event description:
Customer reported being hospitalized due to high blood glucose. Suggested customer take correction injection as per md. Customer will call back for more details on hospitalization and for further troubleshooting.